Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device was returned for evaluation. Visual inspection upon receipt found that the sheath tube had been fractured at approximately 116 mm from the distal end of the device (at approximately 44mm from the distal end of the hub). According to the specifications of this product code, the total length of the sheath tube should be 160mm. From this, it can be determined that there is no portion which has been separated and is missing from the main body of the actual device. Magnifying and electron microscopic inspections of the fracture cross-sections obtained the findings found that the tube wall had been elongated at the fracture ends, with the generation of some scratches on the segment adjacent to the fracture ends, and the surfaces of the fracture cross-sections of the tube were in the smooth state. From these, it is assumable that the actual device came into contact with a sharp edged object and got cut partially, got deteriorated in the pulling strength and that it was completely fractured by pulling force it was subjected to subsequently, while being withdrawn from the patient. A hole, 0.90mm x 0.99mm in size, had been generated on the segment adjacent to the proximal fracture end, with the broken portion of the tube wall everted in the distal direction. Some scratches had been generated at the proximal edge of the hole. The surface of the cut cross-section around the hole was in the smooth state. From these, it is assumable that the actual sample was pierced and got holed with a sharp-edged object. The sheath tube was cut vertically at an undamaged segment adjacent to the fracture for further inspection. Magnifying inspection of the cut cross-section of the tube verified that the wall thickness was uniform with no deformed shape of the lumen. The outside and inside diameters and the wall thickness were measured and confirmed to meet the specifications. Reproductive testing was performed. The sheath tube of a test sample was notched with an entry needle/a scalpel on the outer surface partially. Subsequently, with the distal segment of the sheath tube being fixed with the fingers of one hand, the sheath tube was pulled in the direction of withdrawal with the other hand. The sheath tube got fractured. The fracture cross-section of the sheath tube was found to be in the smooth state partially with some portion of the fractured edge of the tube having been stretched. The state of damage similar to that on the actual device was duplicated. The sheath tube of a test sample was pierced with an entry needle of od 20g. A hole 0.73mm x 0.79mm in size was generated on the tube with the broken portion of the tube wall everted in the distal direction. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. IFU reference: " when puncturing, suturing, or incising the tissue near the sheath, be careful not to damage the sheath. Do not put a clamp on the sheath nor bind it with a thread." There is no evidence that this event was related to a device defect or malfunction. Based on the investigation result, it is likely that the actual device came into contact with a sharp object, including an entry needle or a scalpel, on the outer surface of the sheath tube and got notched partially, by which its tensile strength was deteriorated. Subsequently, further pulling force applied to the actual device during withdrawal fractured the sheath tube completely. As a cause of the generation of the hole on the sheath tube, it is likely that a sharp-edged object pierced and holed the actual device. However, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.he anchor has been properly placed or the device will not function.

Event description:
The user facility reported the actual glidesheath slender device was used for a coronary angiography (cag). The doctor wanted to place the device in the artery; however, it unintentionally went into a vein running close to the artery. Since he needed to place a sheath in the vein as well, the doctor kept it in the vein. Another sheath (rr-a40k25a: 4fr., 25cm) was placed in the artery and successfully completed the procedure as intended. At the end of the procedure, both sheaths were compressed with a hemostatic device at the punctured sites. The sheath (4fr. 25cm) was able to be removed with no difficulty. The actual sample was fractured with the distal fractured piece remaining in the patient. The fractured piece was retrieved from the patient with the use of an 8fr. Sheath and forceps without any issue or any harm on the patient.